Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additionally, the technical services (ts) identified a recent atrial fibrillation (af) episode due to noise and low amplitudes. It was mentioned that in the past the patient had an untreated episode while in primary vector (same used now) with inappropriate charge. This s-ICD remains in service. No adverse patient effects were reported.